Event description:
It was reported that when the patient is in an upright position, her implantable neurostimulator (ins) was turning off and on. When the patient turned the adaptive stimulation feature off, she felt fine. It was noted that during the initial adaptive stimulation adjustment, the company representative decreased the upright cone size. Additional information was received that reported the patient underwent reprogramming to increase the upright transition zone and the pulse width of the stimulation. A week after programming the patient experienced the stimulation turning off and on again and the adaptive stimulation feature was turned off. The patient was receiving adequate stimulation. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model: 3778-60, lot #: v777711038, implanted: (B)(6) 2012, explanted: na. Lead model: 3778-60, lot #: v777711037, implanted: (B)(6) 2012, explanted: na. Programmer model: 37744, serial #: (B)(4). Recharger model: 37754, serial #: (B)(4).